Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio control reviewed the device data and determined that the device had repeated power cycles and 1.36 lifetime hours of on time. This indicates that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hybrid layer capacitor (hlc) internal battery to deplete. Therefore the root cause of the reported issue was due to the repeated power cycles that occurred and depleted the hlc internal battery. The customer received a replacement and this device was retained by physio-control.

Event description:
The customer contacted physio-control to report that their device showed attention, chargepak and wrench icons and failed to power up. There was no patient use associated with the reported event.